Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 160 units of insulin during the load sequence. A new cartridge was loaded to resolve the issue. Additionally, it was reported that resistance was experienced when filling the cartridge with insulin. The issue was resolved by performing supply change, and resumed insulin delivery. Customer¿s blood glucose level was 105 mg/dl.